Event description:
The pt underwent endovascular repair of aaa with the ovation prime abdominal stent graft system on (B)(6) 2011. During injection of the fill polymer into the aortic body stent graft, only the first three rings on the ipsilateral leg of the stent graft were filled with polymer. Attempts by the physician to resolve the incomplete filling of the graft were unsuccessful. Following successful deployment of the ipsilateral iliac limb, the physician was unable to access and cannulate the contralateral gate of the aortic body stent graft due to the incomplete fill condition. The physician subsequently determined that the procedure could not be completed endovascularly and converted the pt to open surgical repair.

Manufacturer narrative:
Based on a review of the pre-op CT and periprocedural imaging, there is infrarenal vessel angulation present at the location of the aortic body fill channel pinch point and evidence of twisting of the graft leg. Inspection of the returned catheter showed no evidence of a polymer fill channel obstruction, however, there is evidence of torsional force applied to the catheter outer sheath. The potential twisting of the catheter is consistent with the twisting observed in the aortic body graft leg observed in the case imaging. The combination of twisting of the aortic body graft leg and impingement by the focal vessel angulation may have lead to obstruction in the graft fill polymer channel, resulting in a lack of complete filling of the graft. This incident does not appear to be a result of a device defect.